Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the battery does not fully recharge. There was no reported patient involvement. Remote support from the customer care solution center was provided, during which it was determined this was a malfunction with the battery. The customer ordered a replacement battery in order to resolve the reported issue. The device remains at the customer's site. No further action is warranted at this time. H3 other text : remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery does not recharge completely and it needs to be replaced. There was no reported patient involvement.